Manufacturer narrative:
Per the clinic, the patient experienced an infection, redness and swelling at the receiver/stimulator site post sustaining a head impact (specific date not reported). Subsequently, the patient was treated with oral, IV and topical antibiotics for two months (specific date not reported) however, the infection recurred. The patient was hospitalized where the patient underwent a skin flap rotation surgery under general anesthesia on (B)(6) 2024 (specific date not reported) however, the patient experienced skin breakdown over the magnet site and an infection. The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Device analysis report attached. Correction a1: correct patient identifier is (B)(6), not (B)(6) as reported in the initial report [6000034-2025-01165].

Event description:
Per the clinic, the device was explanted due to an infection.